Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract and the pink slide did not move forward. Pod worn longer than 72 hours.

Manufacturer narrative:
The pod was received partially deployed with the formed needle visible in the exposed portion of the soft cannula past the bottom housing window. The slide insert was not visible in the top housing viewing window and the linkage assembly was in a partially deployed state. The formed needle did not retract after removal of the top housing. Inspection of the needle mechanism components found a spring lodged underneath the portion of the release bar contained within the mechanism rails. This extra spring resulted in the release bar protruding towards the top housing of the pod after being released from the firing flat of the ratchet gear, resulting in the slide insert getting stuck on the protruding release bar during needle mechanism deployment. This prevented the slide insert from advancing past the catch beam and resulted in the needle mechanism failing to fully deploy as intended. Manual reset of the needle mechanism to the not deployed state confirmed that the spring observed behind the release bar was an additional hook switch spring. After removing the additional hook switch spring, the needle mechanism fully deployed as intended after removal. The additional hook switch spring observed behind the release bar resulted in the exposed needle and the partial deployment of the needle mechanism. The additional spring was confirmed to be the cause of the reported needle mechanism failure and needle failing to retract.